Event description:
It was reported to medtronic minimed that the customer noticed pump error 63, pump error 81, pump error 82. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer able to complete rewind no harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0870 inches. No pump error 82 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 alarm was found in the traces on 08/01/2024 12:18:57.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. No pump error 63 alarms during testing. Pump error 63 (variable 15) was present in the history download on 08/01/2024 12:30:41.000 due to hardware error. No alerts/anomalies/alarms noted during testing. Pump error 81 alarm was found in the history files on 08/01/2024 12:21:01.000. Pump eror 4 was found in the history files on 08/01/2024 12:21:09.000. Motor was tested outside of the device and it passed. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor home switch and force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and keypad overlay texture damage. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in (B)(4).pump error 81 and pump error 4 were confirmed due to a pump error 82. Pump error 63 was confirmed due to hardware error medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.